Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm, no rewind anomaly and no motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error and unexplained no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.